Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the treatment was completed using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the geo pc was not booting up intermittently and there was no geometry movement. A review of the system logfile confirmed malfunctioning of the geo-pc. The fse visited onsite and upon functional testing, the fse found intermittent issue in the geo pc. The defective geo pc was returned for analysis, and it confirmed that the cmos battery was defective. To resolve the reported issue, the fse replaced the geo pc and reloaded the software. After replacement and reloading of the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry pc was not booting up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.